Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 840 ventilator had an o2 sensor malfunction. Patient involvement is unknown. The service engineer (se) inspected the device. The se replaced the expiratory filter and reset the o2 sensor connection. The se performed extended self-testing on the device and all tests passed.